Event description:
The pacemaker involved in this MDR report was interrogated on (B) (6) 2009, and statistics discrepancies were observed: cardiac cycle number in statistics seems inaccurate. Pt has atrial-ventricular block, but the pacemaker seems to be operating as atrial sensing and ventricular sensing. The pt presents premature atrial contractions and paroxysmal supraventricular tachycardia. Statistics counts for atrial / ventricular events were expected to be about the same ratio level. However, statics showed (B) (4) atrial events and (B) (4) ventricular events. However, (B) (4) r-waves were shown in sensing data.

Manufacturer narrative:
(B) (4). Analysis is pending.